Event description:
It was reported that the patient experienced inadequate stimulation and discomfort around the ipg pocket site. The patient underwent an ipg explant procedure. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.